Event description:
It was reported that there was an alert for low left ventricular (lv) lead impedance. It was also noted that there were possible high lv thresholds. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.